Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone15.4 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was "high" (400 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. Additionally, it was reported that the patient had the same issues with 8 pods from the same lot. As treatment, a pod from a new box was applied. This is pod 4 of 8.